Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in line) on the home choice (hc) during use, patient connected in dwell 4 of 5. The baxter technical service representative (tsr) advised the home patient (hp) to start over with all new supplies. There was nothing noted during troubleshooting that would cause or contribute to the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.